Event description:
It was reported that during a lap sigma procedure, the surgeon did not wait for the generator to finalize the testing. As a result, the generator was not able to be used and the surgeon decided to convert to open. There was no adverse pt consequence.